Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2010. 693558 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead dislodged in the vein and resulted in high threshold and no capture. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.